Event description:
The pt was implanted with a siltex saline mammary prosthesis on 1/1/96. Subsequently, the pt experienced a deflation of the device, necrosis, wound dehiscence, sloughing, and seroma. The device was removed on 3/20/97.